Event description:
Spacelabs received a report that a baby was born deceased when a spacelabs maternal obstetrical monitor was in use.

Manufacturer narrative:
The customer stated that the monitor displayed a fetal heart rate of 180 beats per minute (bpm) with occasional accelerations to 200 bpm when it was monitoring the baby. The customer placed the device back into service and was unable to identify which monitor was in use during the alleged incident. As a result, our field service engineer was unable to test the monitor. We are contacting the customer to collect more information. At this time, there is insufficient data to draw any conclusion. We will provide a supplemental report once additional information is obtained.

Event description:
Spacelabs received a report that a baby was born deceased when a spacelabs maternal obstetrical monitor was in use.

Manufacturer narrative:
The customer provided fetal strips during labor and delivery to spacelabs. A clinical specialist evaluated the strips and concluded the below. The strip labeled labor time demonstrates normal variability of the fetal heart rate (fhr). The strip labeled delivery time demonstrates: occasional mild and brief fetal tachycardia episodes and several late fhr decelerations which would have been an indicator of fetal distress; several episodes of early fhr decelerations shortly prior to delivery which would have been associated with routine head compression. Because the customer was unable to identify the monitor used during the event, spacelabs has tested all the maternal obstetrical monitors in the hospital. Testing confirmed that all monitors worked to specifications. No supporting information has been provided by the hospital such as lab work, maternal history, autopsy, etc. As a result, we are unable to identify the root cause of the baby death. The customer is continuing to use the device to monitor patients. We have concluded that this report is final and consider this issue closed.